Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that a couple months ago, her infusion set fell off by day 2, but her current infusion set is working properly. Customer is very active and sweats a lot. Customer is unsure if the adhesive has any defects. Since she is unsure if the adhesive is defective, the complaint will be escalated. No adverse event alleged. The cannula has been requested for return, but cannot be returned as it has been discarded.